Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button cover was loose, allowing debris to interfere with the response button switch. The root cause of the loose cover was physical abuse. No adverse event resulted from the damaged monitor.